Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump prompted the customer to perform the load fill tubing sequence multiple times resulting in a message to load a new cartridge. The customer successfully reloaded the same cartridge to resolve the issue. Customer's blood glucose level was below 200 mg/dl.